Event description:
The customer reported that a yellow liquid appeared from the visera cysto-nephro videoscope. The event occurred during an unknown procedure and the same device was used to complete the operation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, bending section cover pinhole, forceps channel pinhole, connector vent valve air leakage, operation unit body poor insulation, light guide bundle leak, light guide snake tube leak, tip cover dirt, ig snake tube, ig snake tube wrinkles, ig snake tube coating peeling, switch 1-4 rubber wear, image disappearing, and video connector contact plating peeling were observed. Lastly, scratches were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the monitor looked yellowish because liquid entered inside which caused yellow discoloration on the light guide bundle. Dirt also remained inside the device, which might have caused the yellow liquid to exit after usage. However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.